Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Vignesh, s., prasad, s. N., singh, v., phadke, r. V., balaguruswamy, m. M., udiya, a., shetty, g. S., <(>&<)> dhull, v. (2022). Balloon-assisted coiling of intracranial aneurysms: technical details and evaluation of local complications. Neurology india, 70(2), 643¿651. Https://doi.org/10.4103/0028-3886.344626 medtronic review of the literature article found a retrospective review of cases of balloon assisted coil embolization performed in 2014-2019. 188 patients with 205 aneurysms were ultimately included. Balloon-assisted coil embolization (bace) was planned for 198 of the aneurysms; it was noted that treatment was successful in 195 cases. Hyperform balloons were used in 24 cases and hyperglide balloons were used in 16 cases. It was not specified what type of balloon was used in each individual base or procedure. It was additionally noted that echelon 10 microcatheters were used in some cases, though the number of cases was not specified. Of the cases in which single lumen balloons were used, the following adverse events were noted: 3 patients were noted to have an outcome of mortality. 2 patients who died were in the double-balloon group and 1 patient in the single balloon group. It was noted that 2 patient deaths were due to thromboembolic complications. The third patient who died had presented with subarachnoid hemorrhage (sah). Angiogram revealed chronic occlusion of bilateral ica with anterior circulation filling via the posterior communicating segment (pcoms). Simple coiling of one p1 segment aneurysm was done and bace was done for the basilar top aneurysm and during coiling, overinflation of balloon led to rupture of the aneurysm. Balloon was kept inflated to prevent extravasation. Though the coiling was completed successfully, the patient outcome was not good and the patient died a few days post-operative. Aside from the 2 patients who died due to thromboembolic complication, 3 other patients experienced symptomatic thromboembolism which resulted in neurological deficit. Of these patients, imaging for 3 patient showed development of patchy infarcts in the middle cerebral artery (mca) territory, left anterior cerebral artery (aca) and right high frontoparietal region. 2 of the patients had symptomatic thromboembolic complication due to coil prolapse. Arterial dissection was seen in one patient who was being treated for a ruptured left internal carotid artery (ica) with a single lumen bace. The dissection resulted in occlusion of the anterior choroidal artery and the patient developed right hemiplegia. Aside from the one patient who died after intra-operative aneurysm rupture, 8 other patients were noted to have intra-operative aneurysm rupture, 2 of whom had a single-lumen balloon used. It was noted that use of the balloon occlusion system was helpful in occluding the ruptured aneurysm and preventing extravasation in some cases, however, it was also noted that overinflation of the balloon is associated with causing rupture. Asymptomatic thrombus formation in the parent vessel was seen in 28 cases. 23 patients received intraprocedural tirofiban which resulted in resolution of local thrombus. 3 of these thromboembolic events were due to coil prolapse.

Manufacturer narrative:
Separate reports will be submitted for the possibly involved hyperglide balloons and for serious adverse events reported in the article which did not result in death. A2. The reported patient age is the mean age for all patients included in the study group. A3. The reported patient sex is representative of the majority of patients included in the study group. B3. Date of publication is used for the reported event date. G4. As specific device model information was not reported, the PMA/501k identification number is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.